Event description:
Intera oncology received a report from a nurse at (B)(6) that a needle was bent while accessing a patient's hai pump. The facility was able to access the pump with the other needle in the refill kit and the refill was completed successfully.

Manufacturer narrative:
The device history record, ap07014us - 24l003ct, was reviewed. The refill kit was manufactured on january 1, 2025. The expiration date is january 1, 2028. One deviation was documented in the device history record. There were no nonconformances pertaining to this lot number. The refill kit met all specifications prior to release from manufacturing. During communication with the nurse manager, she confirmed the needle was bent during use. The clinic is not aware of whether the patient experiences any adverse effect. The nursing manager provided intera oncology with a photo of the needle. The photo does show that the needle was bent. However, the needle was disposed of by the clinic. Without the sample, the root cause is undetermined. However, it is possible that the defect may have been related to use error. Based on the photo evidence, intera oncology believes that the nurse could have potentially not fully injected the needle into the pump septum and made sure that the needle made contact with the needle stopper. The nurse could have placed too much pressure on the needle when inserting or not placed the needle perpendicular into the septum.